Event description:
It was reported that the patient was experiencing bad cramps in her foot while using the bone healing system (bhs). The patient received the device on (B)(6) 2021. The patient says that the pain stated about 2 days into treating with the bhs. The patient rated the pain as an 8 or 9 on a scale of 1 to 10, with 10 being the highest. The pain was below the surface of the skin. The pain does not subside when the patient is not treating. It was reported that no further information is available. No product was returned for evaluation.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d8a, e: occupation g1: contact office and manufacturer site, g6: report type additional information - g3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing bad cramps in her foot while using the bone healing system (bhs). The patient received the device on (B)(6) 2021. The patient says that the pain stated about 2 days into treating with the bhs. The patient rated the pain as an 8 or 9 on a scale of 1 to 10, with 10 being the highest. The pain was below the surface of the skin. The pain does not subside when the patient is not treating. It was reported that no further information is available.